Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on the anastomosis, the device was used but provided an incomplete staple line, when leak test was done, "air bubbles" were experienced. In order to resolve the issue, the surgeon oversewed the anastomosis where the leak was located. No patient injury.